Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury.". Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion.". No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that during the beginning of the ablation at the third trajectory, heating was observed but then stopped showing. The clinical specialist checked the fiber connection at the portable connector module (pcm) and discovered that the connector was thermally fused to the pcm. The procedure was paused to replace the pcm, a new probe laser fiber was used, and the thermal data was re-acquired. There were no patient complications reported in relation to this event.